Manufacturer narrative:
Result: there was no visible damage to the indigo system separator 8 (sep8). The torque device packaged with the sep8 was inserted on the proximal end of the sep8 by a penumbra investigator without an issue. Conclusion: evaluation of the returned device revealed that the sep8 original torque device was able to be back loaded on the proximal end of the sep8 delivery wire. Therefore, the root of this issue could not be determined. Evaluation of the returned device revealed that the penumbra system aspiration pump max 110v (pump max) was functional. The pump max was plugged in and powered on and ran for 30 minutes and no issue was found. The burning smell mentioned in the complaint could not be confirmed. Therefore, the root cause of this complaint could not be determined. Sep8s are 100% dimensionally inspected during in-process inspection. Pump maxs are 100% functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00695.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8) and a penumbra system aspiration pump max 110v (pump max). During the procedure, the physician was unable to backload the torque device onto the sep8. Therefore, it was removed and a new sep8 was used to continue the procedure. While in use, the pump max became very heated and emitted a burnt smell. It was also noticed that the pump max stopped producing vacuum throughout the procedure as the vacuum gauge went from -21 inhg down to 0. The physician turned off the pump max to let the device cool. Upon turning the pump max back on, the physician noticed that the pump max was quiet and was not making the usual fan noise. Therefore, the procedure was completed using a second pump max. There was no report of an adverse effect to the patient.